Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient¿s mother reported, after wearing the pod between 36 and 48 hours, her daughter woke up with pain in her leg. The site was red, sore, swollen, inflamed, lumpy and hard. Her blood glucose was reading at 7.9 mmol/l (142 mg/dl). Fucibet cream 2% (apply twice daily for a week) was prescribed by her daughter¿s doctor for her site infection.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site infection. The pod was found to have completed sterility within specification.